Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: choice pt extra support, viper, guide catheter: jr3.5, q3.5, sheath: 6fr. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The reported patient effects of death and surgical procedure are listed in the graftmaster rx coronary stent graft system, instructions for use as known patient effects that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatments appear to be related to circumstances of the procedure; however, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Following pre-dilatation, an attempt to cross an unspecified stent was made; however, the stent could not cross the heavily calcified mid left anterior descending artery (lad). Angiography demonstrated that there was evidence of a perforation in the mid portion of the lad. An attempt to cross a 2.8x19mm rx graftmaster covered stent was made but failed due to the anatomy. Emergent beside echocardiography demonstrate that there was evidence of right arterial collapse with thrombus within the pericardium and small to moderate amount of pericardial fluid. A 3.0x2mm unspecified balloon was left in the in the lad to tamponade the vessel from the perforation. The patient was taken emergently to the operating room for bypass surgery. The patient coded after surgery and expired. No additional information was provided.